Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16781009, UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16781009, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.